Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power on) is being investigated. As received, the monitor was resetting. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(4) distributor contacted zoll customer support to report that a pt's monitor would not power up. Pt was issued a replacement monitor.